Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on routine post-procedure chest x-ray, it was noted the patient had a trace left apical pneumothorax. The patient was asymptomatic with ambulation and oxygen saturation were stable. The patient was discharged home. On a second wound check and follow up chest x-ray, there was no pleural effusion or pneumothorax. The device and left ventricular (lv) lead remain in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.